Event description:
Pt was hospitalized in 2006 with high blood sugar and vomiting. Per the pt's mother 1 day earlier at 1820 she changed the cartridge, tubing and site with no reported problems, she went to bed and at 0300 on the next day, pt awoke and was vomiting and her blood glucose registered as "high". The device will be returned for eval; to ensure it is functioning correctly and did not contribute to the reporetd incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump hisotry was downloaded and analyzed no anomlaies were found. No operational or functional failure was detected and the product was within spec.